Event description:
In 2013 it was noted during a change out procedure this left ventricular (lv) lead was plugged into the right ventricular (rv) rate/sense port of the new implantable cardioverter defibrillator (ICD). This lv lead had chronically high capture thresholds of 4.5 to 5 volts but the patient rarely paced. The rate/sense portion of the patient's rv lead was stuck in the header of the old device and could not be removed, therefore, the physician opted to use the lv lead in this manner with the new device. Defibrillation threshold (dft) testing was done and successful. No adverse patient effects were reported. In (B)(6) 2015, a field representative called technical services (ts) and inquired about the products of this patient's system. It was reported that the patient was now in the hospital for heart failure. A device check was completed and high capture thresholds of the lv lead continued to be noted. In (B)(6) 2015, the patient underwent surgical intervention where the generator, ra and rv leads were explanted. This lv lead was taken out of service but it was unclear to the nurse practitioner if it was abandoned or explanted. A new crt-d was implanted. No additional adverse patient effects were reported.